Event description:
Noise was noted on this lead. High thresholds and intermittent capture were noted. This lead was successfully repositioned on (B)(6) 2012 and all records indicate it remains actively implanted. Should add'l info become available, this event will be updated.